Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lenses pcb00 (unknown quantities) again and again twist out of the cartridge and stick together in the eye. They must, with difficulty, be manually unfolded in the patients eyes. No consequences reported for the patients. No further information provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records reviews: since the serial number is unknown the manufacturing record evaluation cannot be performed. Labeling review: the directions for use, (dfu) instructions were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported complaint could not be verified. All pertinent information available to abbott medical optics has been submitted.